Event description:
Reportedly, system / sub system failure customer could not tell us what was wrong. Customer complained about inaccurate numbers, could not indicate which values. No patient injury reported.

Manufacturer narrative:
Evaluation summary: cardiac output out of spec. Device returned.